Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to inappropriate shocks and lead fracture/insulation breaks.